Event description:
It was reported: original surgery dec 07. L3-l5 dto construct; rigid fixation at l4-l5; dynamic fixation at l3-l4; several months post surgery patient developed an annular tear at l2-l3; surgeon followed conservative treatment for about 1 year, but due to pain from annular tear, he decided to extend construct. Surgeon had no difficulties removing rods and cords, while he was checking all the screws, he found that the left l3 screw was loose and had broken. Removed top part of screw and left broken part in the body; extended construct to l2 with bilateral dynamic dynesys. No other issues with surgery, no pt complications.